Event description:
Two patients with discrepant results for ck and alk phos. Patient 1, initial ck gave 24 u/l; repeated diluted gave 6476 u/l. Erroneous results were not reported. The field service representative determined the cause to be due to an electronic failure of the sample liquid level detection pcb and replaced sample pcb. Performance tests were performed and within specification.

Event description:
Two patients with discrepant results for ck and alk phos. Patient 2, initial alk phos gave 2 u/l; repeat gave 81 u/l. The field service representative determined the cause to be due to an electronic failure of the sample liquid level detection pcb and replaced sample pcb. Performance tests were performed and within specification.